Event description:
In 2009, the lay user/reporter (pt's wife) contacted lifescan (lfs) alleging that the pt developed symptoms as a result of his onetouch basic meter reading inaccurately high compared to normal readings. The medical surveillance specialist (mss) spoke with the reporter and the pt ten days later, to obtain/verify the following info: the pt noticed that his meter readings were reading higher than usual for the past 6 weeks: he was getting readings as high as 400 to over 600 mg/dl when he was feeling fine. The pt indicated that his normal readings range from 120-140 mg/dl. The reporter reported an incident that occurred a few days before the reporter called lfs. The pt got a "500 mg/dl" on his meter in the late morning and then took his novolog insulin based on the meter reading. The pt recalled that in about 20 minutes after taking the novolog insulin, he started to feel shaky and "nervous all over." The reporter gave the pt 2 glucose tablets but then the pt passed out in the floor for a couple of minutes. The pt "came out of it" and was able to eat some food afterwards. No other forms of treatment were reported. The reporter also indicated that the pt was feeling "low" when she called customer service on 3/14/09: the pt was having trouble getting out of his couch. The pt claimed he was not eating for 2 days as a result of his meter reading "high." No specific meter readings were provided for the 2 days prior to this incident; however, the reporter stated that the results were over 400 mg/dl. The pt did not receive any form of medical intervention other than eating some food. The cca was unable to go through troubleshooting with the reporter during the call on 3/14/09, since the reporter ended the call early. The mss asked the pt if it was possible that expired test strips were used at the time of concern and the pt stated that they were not expired. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic after getting alleged inaccurate high meter readings. The pt claimed he became hypoglycemic after taking novolog based on his meter reading and by restricting his diet as a result of the higher than usual meter readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval, if the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that to not pass inspection in a supplemental report.